Manufacturer narrative:
(B)(4). Additional concomitant medical products: persona tm modular tibia, catalog # 42530007901, lot # 62444653; persona all poly patella, catalog # 42540000035, lot # 62445353; articular surface fixed bearing ultracongruent, catalog # 42511200614, lot # 62456450; palacos r 1x40 single, catalog # 00111214001, lot # 76174337. Product has not been returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920 - 2018 - 00102, 0001822565-2016-01379. Product location unknown.

Event description:
It was reported that the patient underwent a left knee revision procedure due to instability. The femoral and tibial component were removed and replaced. Operative notes also indicated that the patient has joint effusion, periarticular soft tissue swelling, and metallic debris about the left knee. Finally, operative notes indicated minimal lateral subluxation of the left patella.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was confirmed via operative notes received. DHR was reviewed and no discrepancies were found. The medical records do not change the previous investigation conclusions. The cause of the tibial loosening is a design issue. The instability may have been secondary to the tibial loosening but this could not be confirmed; therefore, the cause of the instability is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a left knee revision procedure due to instability. The femoral, articular surface, and tibial component were removed and replaced with competitor product.